Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed but the exact cause remains unknown. One 5 fr microez microintroducer was returned for evaluation. The product sticker label indicated lot: rehq3506. Blood residue and evidence of use was present on the device. Deformation was visible on the distal end of the grey sheath. Microscopic inspection of the deformed region revealed inward bunching of the grey sheath material. The sheath tip taper was found to be present. Based on the condition of the returned sample, possible contributing factors include advancement against resistance, steep insertion angle, and inadequate skin nick. Since bunching and evidence of a difficult insertion was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11

Event description:
It was reported customer returned a 5fr microintroducer with a plastic burr on the end. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. H3 other text: device not returned for evaluation.

Event description:
It was reported customer returned a 5fr microintroducer with a plastic burr on the end. No other information was provided.